Event description:
It was reported that the insulin pump had an absence of no delivery during a bolus, while the customer was disconnected, and no insulin exited the tubing. It was also reported that the insulin pump alarmed no deliveries on other occasions. The customer stated that her doctor strongly believed that there was an issue with the insulin pump, declining troubleshoot in request for a device replacement instead. She was advised that the insulin pump would be replaced. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.